Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient was unable to charge the ipg at the end of (B)(6) 2019. Around (B)(6) 2020, the patient lost stimulation, and the ipg would no longer communicate with external devices. The ipg was deemed inoperable. To address the issue, the physician explanted and replaced the ipg on (B)(6) 2020, which resolved the issue.

Manufacturer narrative:
The reported event for ipg inoperable was confirmed. The ipg would not communicate due to a depleted battery. The battery was recovered. The ipg communicated, charged, and was tested to manufacturing specifications using the autotester.

Manufacturer narrative:
The reported event for ipg inoperable was confirmed. At receipt the ipg did not communicate with a lab ppg. The root cause is a depleted internal battery due lack of charge. Per the communication hubs, the patient had last charge more than 2 months ago. Per document 56-0258, no product evaluation form was initiated. According to the review of prodigy MRI IFU, 37-5143, rev a, there is adequate information for preserving the ipg when not in use. Section ¿maintaining the ipg battery¿ in the dfu, the shaded area entitled ¿warning¿ states, ¿do not let an ipg battery remain depleted for an extended period of time. If a depleted battery is not recharged within 30 to 90 days of its full discharge, the charger may not be able to recharge it; and it will have to be surgically replaced to resume therapy.¿